Event description:
It was reported that the water trap on the expiratory cassette of a ventilator, fell off during ventilation. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. No part has been returned, but pictures of the water trap and logs from the ventilator have been received. They indicated that the water trap was subjected to a mechanical force greater than it was designed to sustain. The hospital has reported that the circumstances during which this occurred are unknown. Analysis of the received device logs showed that leakage occurred on the day of the event, which could have been caused by the broken water trap. The leakage was detected by the ventilator and alarms were generated to notify the user of the condition. Based on the pictures, it is our conclusion that the water trap had been exposed to forces beyond its expected design.

Event description:
(B)(4).